Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001484631 the product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 14-apr-2024. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system. It was reported that there was a map shift of approximately 0.5 to 1 cm on the carto 3 system. There were no error messages, no magnetic distortions no patient movement or cardioversion. During the issue, the ablation catheter and the ECG signal disappeared on both carto and eprs for a short time. An investigation was initiated by the manufacturer to investigate the issue. During the investigation, the data from the hospital was received and reviewed. According to the data, it was found that the reported map shift was related to patient movement despite the caller's report. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." Issue is related to user error. It was also confirmed that after analyzing the data, the ECG signals was available on both unipolar and bipolar. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system # 13399, and no internal actions to the reported complaint condition were identified.

Manufacturer narrative:
Correction to section d4. Primary UDI number (B)(4) and to section g4. PMA/ 510(k) k213264. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and a map shift with no patient movement and no error message issue occurred. They had a map shift without any specific reason. There were no magnetic distortions or any patient movements. They had no alert, error message/code, or warning. During the issue, the ablation catheter and the ECG signal disappeared on both the carto® 3 system and the ep recording system for a short time. They did not remap, they just continued with the map shift. Procedure completed. No patient consequences. No delay reported. Additional information was received on 27-nov-2023. No error message was provided. The shift was recognized during ablation, as the visitags were outside the shell in the upper anterior area of the left atrium. The issue was seen between mapping and ablation. The difference was approximately 0.5 to 1 cm. No cardioversion was performed and no patient movement was noticed. The signal loss was observed on ECG for a few milliseconds. Additional patient monitoring (ECG, o2 saturation) was available. The pentaray catheter and thermocool smarttouch catheter were inside the patient´s body when the issue occurred. The bs ECG cable was not replaced as after the issue, the ECG was displayed normal again. The signal issue was assessed as non MDR reportable. The map shift with no patient movement and no error message issue was assessed as MDR reportable.

Manufacturer narrative:
The investigation evaluation was completed on 25-feb-2024. It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system. It was reported that there was a map shift of approximately 0.5 to 1 cm on the carto 3 system. There were no error messages, no magnetic distortions no patient movement or cardioversion. During the issue, the ablation catheter and the ECG signal disappeared on both carto and eprs for a short time. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported map shift was related to patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." Issue is related to user error. It was also confirmed that after analyzing the data, the ECG signals were available on both unipolar and bipolar. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. The system is ready for use. A manufacturing record evaluation was performed for the carto 3 system # 13399, and no internal actions to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).